Event description:
Reported false positive sars result for 1 patient sample, received when testing samples for troubleshooting. It is unknown if the patient was symptomatic. The customer communicated the patient tested negative with another molecular (pcr testing) method.

Manufacturer narrative:
Investigation conclusion: review of customer data indicates amplification of low-level viral load samples. Review of additional data provided by the customer indicates that samples yielded negative results on a repeated run. Retain testing yielded expected results. No false positives were observed in either the negative control or negative utm samples tested. Unable to duplicate customer complaint. Root cause:could not duplicate with retains. Unable to determine. Source: phone.